Event description:
It was reported that "during leep procedure, pt felt shocking in leg, but procedure continued (they checked the pad, wires, esu at this time and all appeared ok), pt felt "shock" in leg again, when the pad was removed a small burn was noticed around one of the edges closet to the connector. Procedured stopped for appx. 5 minutes, while a new pad was positioned."

Manufacturer narrative:
The actual device is expected to be returned for evaluation. When the quality engineer completes the investigation, a supplemental report will be filed.